Event description:
On (B)(6) 2009, the pt reported that, while changing her insulin cartridge, she pulled the cartridge out of her infusion device and insulin spilled into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.